Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The returned device was subjected to visual analysis. The device was found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube assembly were mated and returned in the fully rear-locked position. The anchor was found to have been posted to the tip of the hemostasis sheath. Damage was identified at the distal tip of the hemostasis sheath. No other signs of damage or deformation were identified on the device. Functional testing was performed by manually pulling on the anchor to deploy the device. However, upon deployment, the suture broke immediately proximal to the collagen and did not achieve proper deployment. As a result, the hemostasis sheath and carrier tube were separated, and the carrier tube hub was opened to inspect the spool and the suture. The spool was found to have been intact, and no blockages were identified. The spool was found to have absorbed some blood, however, no issue with the spool or suture was identified. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed by manually pulling on the anchor. However, the suture broke during deployment, and the certificate of analysis was subsequently reviewed to ensure manufacturing standards were maintained. The coa and DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device pulled out when the doctor pulled the tension tight on the device. Patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required.